Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleged corrosion and friction wear is believed to have caused toxic amounts of cobalt-chromium metal debris to be released into plaintiff tissue. Patient also experienced pain, injury, instability is made worse with everyday movement and weight bearing activities. Doi: (B)(6) 2009; dor: scheduled on (B)(6) 2019; left hip.